Event description:
The technician reported that he found during a between patient inspection that all brake casters would not hold while in brake mode. The bed was located in the hill-rom service center. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake casters were worn due to normal wear and tear. The technician replaced all brake casters to resolve the issue. Based on this information, no further action is required.